Event description:
It was reported that, "the implants were opened and implanted. The implants were expired. Both implants expired in 2007. Once realized that the implants were expired they were explanted." This product is hospital owned.

Manufacturer narrative:
Same pt event as MDR 8031020-2009-00099.